Event description:
It was reported that the patient presented remotely via telephone. Upon review, the implantable cardioverter defibrillator exhibited interrogation or communication problem via bluetooth telemetry. No intervention was performed. No patient consequences.

Manufacturer narrative:
Further information was requested but not received.